Event description:
It was reported insertion of the naviflex introducer was difficult due to scarring. Upon removal, the introducer unraveled and the physician was unable to retrieve the remaining portion from the pt. The pt underwent surgery to remove the detached portion and was reportedly doing well.